Event description:
The patient reported a thumping sensation and was advised the left ventricular (lv) lead might have to be turned off as there was not anything more that could be done. The patient also stated the implantable cardioverter defibrillator (ICD) wasn¿t working right be cause they receive shocks when stooping, bending over, lying on either side of their body or walking too much. The lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2009. (B)(4).